Event description:
It was reported that the patient presented in clinic. Review of stored electrograms (egms) revealed that the patient's right atrial (ra) lead exhibited elevated capture threshold and noise resulting in inappropriate automatic mode switch (ams) episodes. The lead was capped and replaced (B)(6) 2021. The patient had no symptoms prior or after the procedure.